Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient is no longer able to hear with her device. She was not able to hear with her device in the evening of (B)(6) 2011. In the morning of (B)(6) 2011, everything was functional, but in the evening the implant system was again not functional. On (B)(6) 2011 the external parts were checked but the situation remained. Testing shows alternately a device malfunction and a functional device.